Manufacturer narrative:
Updated to adverse event as explant confirmed as valve was returned for analysis. Expiration date: 06/30/2020. Device available and returned for analysis. Contact information is updated due to the expiration of exemption e2017044. Changed to serious injury as component was explanted. Device evaluation as well as updated/corrected information included. Yes, product returned for analysis. Manufacture date: 11/27/2015. All codes updated/corrected. Investigation: visual inspection: the valve was returned dry, not submersed in liquid as recommended. No significant deformations or damage of the valve were detected during the visual inspection. Permeability test: permeability testing found that the valve is blocked. Adjustment test: the progav valve was tested and is not adjustable through the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be tested due to the inability to adjust the valve, as mentioned above. Results: it should be noted that the valve was returned dry- not submersed in liquid as recommended. The investigation of dry items is not optimal due to the effect of dry deposits that liquid and blood can have on product performance. In spite of this, the valve was inspected to the best of our abilities. First a visual inspection of the shunt assistant was performed and no significant deformations or damage of the valve was detected. Next the following were tested: permeability, adjustability, opening pressure of the valve, brake functionality, braking force. The valve was neither permeable nor adjustable. Furthermore, while the brake functionality was present, the braking force was unable to be measured due to the inability of the valve to hold a set pressure. Finally the valve was dismantled. Inside the valve a build-up of substance (likely protein) was seen. Based on our investigation, we confirm that the progav 2.0 valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in our literature, this is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of product release as the shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
The failure analysis investigation including: any complaint history review completed, the device history/batch review as applicable, the name and date of the person performing reviews, corrective action taken and the rational for if corrective action is or is not required.

Event description:
It was reported that the progav2 will not reprogram. Progav2 would not reprogram. Attended several times using different techniques and it was stuck on 3. No patient injury. No delay in surgery. Unknown if additional intervention required.